Manufacturer narrative:
Device evaluation summary: the reported issue of the instrument not blocking was verified during service. The service technician noticed that while the external motor drive was connected to a bio-console 560 instrument and with motor running, an unstable rpm was observed when the cable from the external motor drive was moved near the black strain relief. The instrument will be sent to a third party for repair with a request for a cable replacement. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an external motor drive, it was reported that there was an issue with the instrument not blocking. The instrument had a loose connection in the cable near the black strain relieve and during some movement on the cable the motor will increase or decrease the speed. The use of the instrument was unspecified. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic received additional information that the motor was broken and it spun randomly out of control. Another accessory was used. Additional device evaluation summary: the reported not blocking was verified during service. The issue was resolved by replacing the external drive motor shield sa, motor brushless dc 540t and cover m938278a001 magnet. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.